Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the femoral head described above had an unusual appearance when sterile cover was removed. The head was left in sterile container and passed off field. Back-up femoral head was used.